Event description:
Material no: 381434 batch no: 9225164, 9224609. It was reported that during use of the bd insyte¿ autoguard¿ shielded IV catheter the needle would not retract completely leaving the very tip of the needle sticking out. Other times the needle would retract slowly. The following information was provided by the initial reporter: it was reported that on the insyte catheter, some would not fully retract, leaving the very tip of the needle sticking out. Other times the needle would retract slowly.

Manufacturer narrative:
Investigation summary: received (B)(4) iag (B)(4) ga unused units in sealed packages from material number: 381434. 11 were from lot number: 9225164 and 14, were from lot number: 9224609. A review of the device history record revealed no irregularities during the manufacture of the reported lot. Visual/microscopic evaluation: observed there was no mechanical/physical damage to any of the components (spring, needle hub, grips) or evidence of adhesive on the button or hub. Functional test (needle retraction) was performed: performed the hub twist test then depressed the buttons. The retractions were successful, no delayed reaction was observed. The defect needle retraction failure described in the incident report could not be confirmed or replicated with the returned units. Conclusion(s): indeterminate - the returned unit did not display any adverse characteristics that would contribute to the defect the customer experienced. The actual unit described in the incident report was not returned for evaluation.

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9225164. Medical device expiration date: 2022-07-31. Device manufacture date: 2019-08-13. Medical device lot #: 9224609. Medical device expiration date: 2022-07-31. Device manufacture date: 2019-08-12. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
Material no.: 381434, batch no.: 9225164, 9224609. It was reported that during use of the bd insyte¿ autoguard¿ shielded IV catheter the needle would not retract completely leaving the very tip of the needle sticking out. Other times the needle would retract slowly. The following information was provided by the initial reporter: it was reported that on the insyte catheter, some would not fully retract, leaving the very tip of the needle sticking out. Other times the needle would retract slowly.